Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. Blood/body fluid was observed on the proximal conductor and the helix mechanism (not obstructed). The outer insulation was melted, had environmental stress cracking and cosmetic depressions. Apparent explant damage was observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was not enough slack in the lead to allow for the patients grown so the voltage threshold increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku